Manufacturer narrative:
Concomitant medical products: product ID 3095010101, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: extension: product ID 3095-10, serial# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: extension: product ID 3080, serial# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: lead: product ID 3080, serial# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported there were inconsistent impedance readings on the patient's device for the two years prior to report. It was also reported some of the impedance readings were out of range, greater than 4,000 ohms. The patient had reportedly been living next to a radar station for the two years prior to report and during that time the stimulator had "given her problems." It was reported the patient experienced strange stimulation sensations, less than 50 percent therapy relief, and frequently changing impedances. It was also reported the patient's device was explanted because the patient needed to have a total body MRI and because of "incorrect stimulation." The patient reportedly recovered with no injury or adverse event.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found the battery not in new condition with no significant anomaly. The device had telemetry when it was received, but after decontamination it had no telemetry or output. It was found that decontamination damaged the device and after repairing it, the device functioned properly. Analysis of the extensions, serial #(B)(4), found the setscrews tight to the extensions but there were no anomalies. Analysis of one of the unknown leads, product #3080, found the outer insulation cut with no significant anomaly. Analysis of one of the unknown leads, product #3080, found two conductors broken 5.8 cm from the distal end at the anchor site. Circuit #0 and #3 were reported as open. Analysis of the two twist lock anchors found suspected tool marks but there were no significant anomalies.